Event description:
Our rep reports that during an arthroscopic shoulder repair, a portion of the distal tip of the inserter broke away with the deployment of the anchor into the bone hole. The fragment was captured within the fixation device and was easily retrieved. The procedure was concluded successfully without further issue or harm to the pt. This happened twice in the same day, see MDR 1221934-2010-00373.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.